Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products. Unknown zimmer tibia.

Event description:
It was reported by the 411 group that a patient underwent a knee arthroplasty about 20 years ago. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. A complaint history review cannot be performed without product identification. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: very thin periprosthetic lucency along the superior margin of the hardware component. This could represent loosening, although to confirm this suspicion, would require comparison of the prior examinations and to confirm that this is a new finding that has developed since prior studies. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Additional associated products & mdrs. Unknown zimmer tibia MDR- 0001822565-2020-03078; MDR- 0001822565-2020-03078-1 unknown; zimmer articular surface MDR- 0001822565-2020-03609.